Event description:
Reporter indicated that the patient's absence seizures had been increasing recently. The relationship of the seizure level to the pre-vns baseline was not known. The reporter performed a system diagnostics test which resulted in high impedance. No x-rays have been taken. No trauma or manipulation has been indicated. Surgery to replace the vns lead and generator is likely.

Manufacturer narrative:
Device failure is suspected.